Event description:
The customer reported that the loudspeaker is defective. No death or patient /user injury or harm was reported. At the time of the alleged malfunction, the device was not being used for clinical monitoring.